Event description:
It was reported that the patient had previously been implanted with an inflatable penile prosthesis (ipp) device. The ipp was removed on an unspecified date due to unspecified reasons. The patient underwent an ipp implant surgery on (B)(6) 2019. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.